Event description:
It was reported that during central processing, the 30-degree endoscope plus had a missing gear. It its unknown if a fragment fell into the patient. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated that the endoscope did not engage with the sterile drape and there were no previous reports of issues with this endoscope. The location of the 'missing gear' is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and there were no silver circle piece missing. The endoscope was visually inspected and not found silver circle missing.